Manufacturer narrative:
(B)(4). Batch # x9626p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What anatomical structure was the device closed on? What troubleshooting steps were taken in an attempt to open the device? Was the patient¿s post-op care altered in anyway? How many times was the device fired during the procedure? Did the device complete the cutting and stapling sequence? How was the procedure completed? What is the surgeon¿s experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
See attached medwatch report number: mw5114916.